Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, which it did not after resetting.